Event description:
On (B)(6) 2014, the reporter contacted animas stating the pump bolus history was not recording the dates in the proper order and some boluses were missing. The following bolus dates and times were allegedly indicated in pump history: (B)(6) 12:29pm, (B)(6) 7:29am, (B)(6) 5:29am, (B)(6) 7:52am, (B)(6) 7:27am, (B)(6)12:14pm. It was noted that the patient typically boluses 3 to 4 times per day. Allegedly, the pump history only indicated 1 recording time per day during the date range noted above. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.